Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in the intensive care unit with high blood glucose of 587mg/dl and was treated with an insulin drip. The customer experienced nausea, vomiting, and frequent urination. The caller stated that the customer changed the infusion set, and she still could not bring down her glucose level. It was also mentioned that the customer did receive no delivery alarms. Troubleshooting was declined as doctor would have customer to contact us once she is released. No further information was provided.